Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold and loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead noted that the set screw marks were located more distally than expected on the terminal pin, showing an improper connection which could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold and loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.